Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. See the photo investigation revealed that screw threads were damaged. Head of the screw also shows evidence of damage, most likely from an intended implantation. However, a complete potential cause for the failure of the device cannot be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique was reviewed and the following relevant statements were found at page 25 and 26: both types of screws have a threaded recess and can be securely attached to the screwdriver by using the retention pins. To do so, slide the retention pin through the back of the screwdriver until it stops. Further advance it by turning it clock-wise, until its tip extends out of the tip of the screwdriver. Precaution: the screw must not be tightened with the power tool. Disengage the power tool from the screwdriver shaft before the screw is fully seated and use the manual handle to bring the screw to its final position. The overall complaint was confirmed as the observed condition of the lockscr ø5 l36 f/nails tan light green would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part number: 04.005.526 lot number: 6302p98 manufacturing site: mezzovico release to warehouse date: 02 june 2023 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on august 9, 2024, the locking screw has the recess and the thread is in bad condition. The procedure was not delayed and the surgery was completed successfully. The patient outcome is reported as good. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm for im nails this is report 1 of 1 for complaint (B)(4).